Manufacturer narrative:
Additional information has been requested and if received, it will be provided on a supplemental report.

Event description:
It was reported that, "a piece inside the handle was broken."